Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device has been prophylactically explanted and patient was asymptomatic and stable after procedure.

Manufacturer narrative:
The reported field event of header anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.